Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the inner mandril of the amplatz wire protruded when the user attempted to shape it for a transcatheter aortic valve replacement (tavr) procedure. The wire did not make patient contact, and there were no injuries or additional procedures reported.